Event description:
It was reported that the customer experienced intermittent, on-going high blood glucose levels, with the specific values being unknown and simply displayed as "high." Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. The customer attempted to address the high blood glucose by administering a correction bolus via the pump and using multiple daily injections. Recommendation was made to consult with a healthcare provider regarding diabetes management.